Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture as well as high pacing thresholds. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.